Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis reported that dialysis solution leaked out of the cassette and into the cycler. Upon removing the cassette, patient noticed fluid was leaking from the cassette and into the cycler. Patient was able to complete their treatment and had no adverse effects. Sample is not available; sample was discarded.